Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2014 due to pain, polyethylene wear and a fractured locking bar causing metallosis. All components were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the information provided: expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to provide results of the device evaluation. The review of the deviation history as well as device history records indicates no abnormalities or deviations and the part left biomet in a conforming to print specification condition. Due to the excessive damage observed during the examination of the returned device, it is not possible to determine the exact cause of the implant fracture. It is noted that the surgeon had concluded that the patient must have fallen and fractured the locking bar.